Event description:
It was reported that this right ventricular lead was surgically abandoned due to unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the proximal segment of the lead was returned, severed approximately 65mm from the terminal end due to induced damage during explant. Testing was completed to assess lead electrical performance. Electrical performance was within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular lead was surgically abandoned due to unknown reasons. No additional adverse patient effects were reported.